Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to right ventricular (rv) capture concerns. The event contained flutter with intermittent rv intrinsic conduction at high rates around 100-166 beats per minute (bpm). The atrial lead exhibited atrial undersensing of flutter and low, out-of-range pace impedance measurements less than 200 ohms. As a result, an insulation issue was suspected on the ra lead. It was noted that ra sensitivity was set to 2.5 mv, possibly due to prior noise. The first intrinsic ventricular beat was undersensed and was likely followed by functional non-capture. Other ventricular paced beats showed capture, based on the appearance of t-waves. These were likely smaller in amplitude because they were gained down compared to the larger intrinsic signal. There was 63% atrial pacing, however this may have been due to functional non-capture related to the flutter. There was no evidence of pacing inhibition or asystole, as the patient had intrinsic conduction. Technical services (ts) discussed troubleshooting options and programming considerations, such as adjusting atrial sensitivity or changing to vvir. This pacemaker system remains in service. No adverse patient effects were reported.